Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer also reported that the insulin pump was not giving correct data. The customer was advised to upload the insulin pump to carelink. The insulin pump will not be returned for analysis.